Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event could not be confirmed or reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not duplicate the customer¿s allegation of no image. The following was observed during testing and inspection of the device: bending section cover had deep scratches and 10+ frayed wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, there was no image on the videoscope. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.